Manufacturer narrative:
Batch review performed on 24 july 2018: lot 164909: (B)(4) items manufactured and released on 04 november 2016. Expiration date: 2021-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs (B)(4) on jul 20, 2018: 1,5 years after primary hybrid tka the surgeon suspects loosening of the cemented tibial tray. No further information is available and we cannot proceed any further with the analysis of this event.

Event description:
On (B)(6) 2018 we were informed about a revision surgery planned after about 1 year and 5 months from primary due to tibial loosening. The surgery is planned for (B)(6) 2018.

Manufacturer narrative:
Visual inspection performed by r&d knee manager: visual inspection of the explanted tibia tray, pe postero stabilized inlay and cementless femoral component: revision surgery after 1 year and a half from primary surgery for loosening of the cemented tibial component. No traces of residual cement can be seen on the bottom surface of the tibia tray. Absence or lack of cement on explanted components is usual to be seen even if the cause of revision is not loosening or mobilization. Therefore this is not an evidence of lack of adhesion between the cement and the implant due to faulty devices. Furthermore any non-conformities can't be revealed in the distal surface of the component that could have contributed to the event. Poor cement inter-digitation on the implant surface are of various origin; they could be related to the cement and cementation procedure or mobilization of the implant during curing. Residual bone can be seen on the internal surface of the cementless femoral component, revealing good osteointegration. Scratches and dents can be noted on the articular surface of the tibial insert, most likely caused during the attempt to remove the inlay.

Manufacturer narrative:
Update received on 01 october 2018: the revision of this patient has been well done.